Event description:
During an atrial fibrillation procedure, after performing a transseptal puncture using a non-abbott rf needle (fukuda denshi), a non-abbott catheter (j&j octaray) was inserted, and pre-mapping was underway when it was noted that blood was leaking from the hemostatic valve on the swartz introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.